Event description:
We're experiencing an issue where scanning the qr code results in the product appearing as expired in our system. However, when the nurse manually enters the reference, it works fine. It seems like the qr code might be loading the manufacturing date. Per csc analyst "please try the qr code for product (B)(4) and let me know if it is working for you.¿ the first image you submitted regarding the product being entered as an expired product actually appears to be a defect in the manufacturers barcode, which should be reported to the manufacturer." Or staff member: as you can see from the first image that you included, the expiration date of the product is [redacted date], but the barcode data labeled on the package as (B)(4) is typed on the package incorrectly, which reads the expiration date as [redacted date]. We found out that is a digital mistake in it, and we're currently in the process of preparing an sbar for documentation. To prevent this from happening again, we're implementing a solution by affixing yellow labels to the item. Nurses will now scan the barcode instead of the qr code. For immediate action, you can print barcodes and lot numbers from the qsight add inventory screen, but this defect should be reported to the manufacturer. Value analysis nurse reached out to vendor rep [redacted date]: "I reached out to one zimmer rep, he suggested to reach out to the regional manager [redacted name and phone number]" and [redacted name] responded she will reach out to the rep. Manufacturer response for femoral bone cemented prep kit, femoral bone cemented prep kit (per site reporter) [redacted date] reached out to one zimmer rep, he suggested to reach out to the regional manager [redacted name and phone number]. Or clinical contact is reaching out to the regional manager.